Manufacturer narrative:
It was reported that the controller ac adapter was unable to provide power. One cac adapter (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. Based on previous investigations, a possible root cause of the reported event could be attributed to an open fuse, due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ac adapter would not provide power to the controller. The adapter was exchanged with no reported patient consequences.